Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had gone to a courthouse and one week later realized that "they didnt feel it." The patient checked their device and noted that it was off. The patient had not turned it off however. The patient turned it back on. It was noted that the patient hadn't done anything other than having gone to the courthouse.